Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that patients states her implanted device causes discomfort, whether it is on or off. Says it¿s been like that about since implant, exact date unknown. Cause of event is not, cannot, will not be determined. Patient was not interested in troubleshooting, states discomfort is present whether device is on or off, and wants system explanted. No resolution at this time, no further known actions/interventions. Patient is trying to find an healthcare provider (hcp) to explant. Patient states she hasn¿t used system in a long time, ins is likely overdischarged. Additional information received. It was reported that ins was dead because patient had an ongoing problem where the battery wouldn't hold a charge and she's had this addressed with mdt rep (B)(6) (last name asked, unk) ph. (B)(6)and she's been notified of the issue. Caller said pt needs head scan. Tss reviewed head only MRI conditions for depleted devices. Caller said pt has "spine problems" and wants the device removed. Tss asked, caller clarified pt would experience burning in her feet when stimulation was on so she stopped using it.